Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 120 mg/dl. Customer reported that the device was programmed to suspend between 60 and 70 mg/dl. The customer reported that this was a recurring issue that typically takes place during the night. The customer declined troubleshooting and the sensor will not be replaced or returned.